Manufacturer narrative:
The local area field representative as contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this newly implanted patient experienced chest pain discomfort. The right atrial (ra) lead in the unipolar configuration exhibited low amplitude and high thresholds. In addition, high thresholds were also exhibited in the bipolar configuration. The pacing impedances were within normal limits. A chest x-ray was performed and loss of ra slack was observed. The physician suspects the ra lead perforated. Boston scientific technical services (ts) discussed that with a perforation the sensing usually deteriorates and depending upon where the lead is the impedances may not change. This ra lead remains in service. No additional adverse patient effects were reported.